Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call placed to technical services on 9/5/2017 stating that there were 2 episodes of mv chop seen. Right atrial lead impedance stable approximately 430 ohms until on (B)(6) 2017, then seen some jumps up and down , jumps up to approximately 627 ohms. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).